Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. The batteries and the main cart uninterruptible power supply (ups) were replaced and the issue resolved. A system checkout was completed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the main cart powered down when unplugged from the wall. The camera cart remained on and the site was able to bring the system back up once moved and the main cart was plugged into the wall power. No patient was present at the time of the event.

Manufacturer narrative:
The battery returned to the manufacturer for evaluation. After function testing and visual. Physical examination the reported issue was confirmed. The returned battery was measured 13.92 volts, the blown fuses from the returned ups was draining the battery. An electrical issue was determined. The uninterruptible power supply (ups) main cart was returned for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The ups was standalone tested and found to have blown fuses. All volts measured normal, as well as the power button functions as intended. An electrical issue was determine. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the main cart powered down when unplugged from the wall. The camera cart remained on and the site was able to bring the system back up once moved and the main cart was plugged into the wall power. No patient was present at the time of the event.